Manufacturer narrative:
Device was used for treatment, not diagnosis. A5: patient ethnicity and race was not provided for reporting. Date of event: (B)(6) 2019. UDI #: (B)(4), upc= (B)(4), lot number= 2058b, expiration date= na. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products as provided by the consumer: medforeman ¿ for diabetes, strength/frequency unknown. Metoperall - for tremors, strength/frequency unknown. Slevaphiazeen - for arthritis/joints, strength/frequency unknown. Translustion - for prostate, strength/frequency unknown. Tremadone - for tremors, strength/frequency unknown. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on jul 24, 2018. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event while using tough strip band-aids. On (B)(6) 2019 the consumer stated that he received a cut on his thumb and put a tough strip band-aid over it. On (B)(6) 2019, the consumer went to remove the bandage and it took two layers of his skin off. The consumer stated that his wound bled for over an hour. He used tissue paper, neosporin and wrapped it in a home-made bandage. The consumer sought medical attention from his health care profession (hcp). The hcp cleaned the wound and applied gel to prevent infection. The symptoms improved after the consumer stopped using the product. The consumer still has a wound (scab).